Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. The actual complaint sample was returned for evaluation, a supplemental report will be forwarded at the completion of the investigation. The below cases are all related (B)(4)-3003639970-2018-00562, (B)(4)-3003639970-2018-00563, (B)(4)-3003639970-2018-00564, (B)(4)-3003639970-2018-00565, (B)(4)-3003639970-2018-00566, (B)(4)-3003639970-2018-00567.

Event description:
It was reported that the needle was detached from the thread during a procedure on a patient. There was no harm to the patient undergoing the procedure.

Manufacturer narrative:
Samples received: 5 detached needles with some pieces of used threads (these samples correspond to notifications (B)(4) to (B)(4)). Analysis and results: there are no previous complaints of this code batch but we have received six complaints from the same customer at the same time but related to different surgeries. (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have received five open used samples with the needle detached from the thread. We have checked the samples and we have seen that there are rests of thread inside the hole of the needles. Therefore, it is probably that the detachment of needles could be caused by too much thermal treatment in the thread end which causes that the thread is burned and breaks easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.